Event description:
It was reported that immediately following explant and replacement of the right ventricular (rv) lead, this right atrial (ra) lead exhibited noise. The noise was not present prior to the procedure. This ra lead was suspected to have become fractured during the rv lead explant procedure. This ra lead was then explanted and replaced. No additional adverse patient effects were reported. The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.